Event description:
The rn hung IV medication in the afternoon late (B)(6) using a secondary tubing set that was already connected to a primary tubing, because it had been used previously. When performing bedside report at change of shift with the rn, it was recognized that the medication in the secondary line was still full and the primary fluid was dripping. The blue hanger was straight and she attempted to drop the alaris pump lower, but the medication attached to the secondary tubing did not begin to drip. She advised rn to change out the tubing and leave it in case baxter wanted to see the product. The IV tubing packaging had been thrown away with the trash earlier. The lot numbers that I found in our area today were r15i03040, r15f24042, r15d24062, and r15i23113, so I am unsure which lot this came from.